Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The inflation device was discarded by the user facility, therefore we are unable to verify whether the device was intact when removed from the patient. The IFU for the ventralight st w/ echo was reviewed, and prescribes the proper methods of fixation and removal of the echo ps device. Step 8 states "once the device has been properly positioned and before the echo ps positioning system is deflated, ensure that no tissue is entrapped between the device and the abdominal wall. Fixate around the entire patch perimeter of ventralight st mesh with fasteners placed 1-2 cm apart. Ensure that no fasteners are placed through the echo ps positioning system. Continuing to step 9 "to deflate the echo ps positioning system release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube. And step 10 states "begin removal of the echo ps positioning system by pulling it up to the tip of the trocar. Remove both the echo ps positioning system and trocar simultaneously. The IFU also notes the user should verify that the echo ps positioning system including the balloon, all mesh connectors, and the inflation tube is fully intact after removal. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported by a davol sales rep: it was reported that while using a ventralight st w/ echo device the surgeon placed the mesh inflated the balloon without issue. He used secure strap to fix the mesh. He cut the inflation tube at the body per the technique but before pulling the balloon off the mesh he pulled the mesh over a bit and added a couple more staples. He then pulled the balloon free and removed it. The surgeon noted that the inflation tube looked short and appeared to be damaged at the end. He thought he may have damaged the inflation tube when placing the additional staples. He looked to see if he could find a portion of broken tubing but found nothing at the site. An x-ray was taken but the product is not radiopaque. The sales rep reported that the surgeon is not convinced that a portion of the inflation tube did break off, but can't be 100% sure. The inflation device was discarded by the user facility, therefore we are unable to verify whether the device was intact when removed from the patient. There was no patient injury or post-op problem reported, however as it is possible that an unintended portion of the device was left in vivo an MDR is filed to document this event.